Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise on an electrocardiogram (ECG) which led to diverted therapy. The rv lead impedance measurements were stable and the noise was unable to be reproduced. A local area sales representative reported rv lead oversensing, a possible fracture and that the device exhibited longer than normal charge times. As a result, a revision procedure was performed and the lead and device were successfully extracted. No adverse patient effects were reported during the revision procedure.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted insulation was abraded through to the conductor coil at 33.5-34 cm from is-pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Additionally, electrical testing was performed and did not identify a conductor fracture.